Manufacturer narrative:
The user facility discarded the subject device and it was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. Omsc confirmed the three flaps of the duodenal side were missing from the picture of the subject device received from our distributor. As the result of checking the mfg record of the same lot, nothing abnormal detected. Therefore, omsc considers that the flaps became depleted and broke due to internal environment of the pt. The device instruction manual has warned users that there is a possibility of the breakage of flaps. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was reported that the user facility detected breakage of three flaps when they changed the stent placed in a pt for about three months. The pt is reportedly in hosp and there was no report of pt injury.